Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.

Event description:
The pt reported soreness at the pocket site. The physician determined there was a slight infection at the pocket site which was treatable with antibiotics alone. The pt decided to explant the system. The infection has reportedly cleared.